Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as unbearably itchy with a rash all over the body. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed terramol ointment for the rash. Outcome of the rash is unknown.